Event description:
Oxygenator failed to oxygenate during open heart surgery. White spots lined the sucker and vent tubing. Eccircuit was drained to the cell saver, fibrin was noted in the cardiotomy and venous reservoirs and gross clotting noted at the cardiotomy reservoir inlet.